Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported incorrect information in sections b2, d2, e1, g4. The corrected information is reflected in this report. The manufacturer previously reported in section b.2. Hospitalization (initial or prolonged) and required intervention to prevent permanent impairment/damage. After review, it was determined no hospitalization (initial or prolonged) and required intervention to prevent permanent impairment/damage was reported and this was incorrectly marked in section b.2. The report should have been sent for product problem only in section b.1. D.2 section was incorrectly reported in the previous report, which is correctly reported in this follow up report. E.1 section is updated in this follow up report. G.4 section was incorrectly reported in the previous report, which is correctly reported in this follow up report.